Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient stated the treatment has led to serious health issues. The aggressive pace at which the treatment attempted to move the teeth has resulted in tooth sensitivity, and gum recession. Discomfort, inflammation, not fitting, and pain level 5.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.